Event description:
Patient had permanent pacemaker implanted on (B)(6) 2013. Device checked the following morning and discovered high threshold. Physician brought patient back to cath lab for probable lead repositioning. Replaced original passive lead with new active lead.